Event description:
It was reported that during a moderately tortuous proximal left anterior descending (plad) coronary artery stenting procedure, the moderately calcified lesion was pre-dilated with a 1.5x8mm balloon. The 4.0x15mm xience v stent delivery system was taken to the lesion and during deployment, a distal edge dissection occurred. A 3.5x12mm xience v stent was deployed, successfully treating the dissection. There was no adverse patient sequela and no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.